Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the 5 infusion set cannulas were kinked leading to high blood glucose. The events occured on 6-sep-2024, 10-sep-2024, 17-sep-2024, 19-sep-2024 and 24-sep-2024 respectively. The infusion set was in use for 3 hours after insertion. The location of site was abdomen.high blood glucose was addressed using correction bolus via pump customer replaced infusion set and resumed insulin deliveries successfully no further information available.